Event description:
The product was implanted in february and revised on july 28 due to lack of flow. There was no flow even after pumping the valve. No occlusion was found in the ventricular catheter after removing from the valve.